Event description:
It was reported that the pump is for repair. The event date is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. E1: (B)(6). Device evaluation: one device was received. A visual inspection found a damaged dso seal, scratched lens, damaged battery compartment, and damaged ac connector. During the functional testing, it was found that the cause of the issues was the scratched lens. The lens was replaced along with the dso seal, battery compartment and ac adapter. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.